Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, not performing x-ray immediately after the procedure to confirm placement, implanting a damaged stimulator, the patient going through an MRI procedure, and inadequate fixation. The reason for the stitch becoming exposed is unknown and no signs of infection were observed. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the suture tip becoming exposed is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the tip of an internal suture became exposed through the skin. The stimulator itself was not exposed and did not erode. However, the patient requested an explant procedure and an explant procedure was performed on (B)(6) 2023. There were no apparent signs of infection however, the physician prescribed IV antibiotics preventatively. The status of the patient is unknown as they did not want to be contacted.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, not performing x-ray immediately after the procedure to confirm placement, implanting a damaged stimulator, the patient going through an MRI procedure, and inadequate fixation. The reason for the stitch becoming exposed is unknown and no signs of infection were observed. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the suture tip becoming exposed is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported the tip of an internal suture became exposed through the skin. The stimulator itself was not exposed and did not erode. However, the patient requested an explant procedure and an explant procedure was performed on (B)(6) 2023. There were no apparent signs of infection however, the physician prescribed IV antibiotics preventatively. The status of the patient is unknown as they did not want to be contacted.